Event description:
This is filed to report a leaflet tear and unchanged mitral regurgitation. It was reported that a patient presented with grade 4+ functional mitral regurgitation (mr), a restricted posterior, severe jet in a2p2, and a dilated left atrium. During a mitraclip procedure, it was noted that imaging was challenging due to acoustic shadowing produced by the clip delivery system (cds). One xtw was implanted on the medial a2p2 segment. An approximately 30 percent reduction in mr was observed. A second xtw clip was intended to be implanted lateral to the first clip. The second xtw clip was entangled in the subvalvular apparatus, which resulted in a tear of the anterior leaflet. This resulted in the mr returning to grade 4+. The second device was removed after standard troubleshooting maneuvers. There was no adverse patient sequelae or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported mitral valve insufficiency/ regurgitation (unchanged mr) was due to the leaflet tear. The reported unspecified tissue injury associated with the anterior leaflet tear was due to the difficulty in removing the clip from anatomy. The reported difficult to remove (anatomy) associated with the entanglement in the subvalvular apparatus was due to procedural circumstances during positioning (clip interacting with patient pathology/ morphology). The reported image resolution poor was associated with difficult imaging. The reported patient effect of mitral regurgitation and tissue injury, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.